Event description:
Tap, it was reported that 140 days after implantation of a taxus express2 2.75x12mm drug eluting stent, an in-stent restenosis occurred. The target lesion was located in theostial/proximal section of the radial artery graft to the posterior descending branch of the right coronary artery. The graft was reported with a pre-intervention stenosis of 90% and a post intervention stenosis of 0%. Deployment of a 2.75x12mm taxus stent was completed after angioplasty with a cutting balloon. No information was reported on the calcification or tortuosity of the treated vessel. The patient received heparin during the procedure and palvix post procedure. The patient was reported to have tolerated the procedure well. The patient presented 140 days after the original intervention with 90-95% in-stent restenosis of the proximal section of the radial artery graft. During re-intervention, a cypher stent was placed in the proximal section of the graft. Post intervention stenosis was reported as 0%. The patient was reported to have tolerated the procedure with no complications.

Manufacturer narrative:
The stent remains implanted and the facility disposed of the delivery device; consquently, a returned product analysis will not be possible.